Manufacturer narrative:
Age of patient: the previously submitted MDR inadvertently provided an incorrect patient age. Date of event: the previously submitted MDR inadvertently provided an incorrect event date. Date of implant: the previously submitted MDR inadvertently provided the wrong suspect device for the event.

Manufacturer narrative:
Received manufacture date; corrected data: the previously submitted MDR inadvertently provided the wrong date.

Manufacturer narrative:
.

Event description:
It was reported that a vns patient underwent lead revision surgery on (B)(6) 2016. The lead was replaced due to lead discontinuity. The patient's vns system was tested upon connection of the new lead to the existing generator and system diagnostics returned impedance results within normal limits with 1736 ohms. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. The explanted lead was not returned to the manufacturer for analysis to date. No patient adverse events were reported. No additional information was provided to date.

Manufacturer narrative:
Corrected data: the previously submitted MDR inadvertently provided the wrong suspect device for the event. Device manufacture date; corrected data: the previously submitted MDR inadvertently provided the wrong suspect device for the event.

Event description:
Additional information was received that this was patient first vns system implanted on (B)(6) 2013. The last known good diagnostics results were obtained on (B)(6) 2015; no patient trauma or manipulation has been reported. No obvious lead discontinuity was observed on the explanted lead.